Event description:
A login issue was reported with the freestyle librelink. A customer reported not being able to access the freestyle librelink app as he had forgotten the password therefore, he encountered a login issue with a ¿reset password¿ error message. The customer experienced unspecified symptoms of hyperglycemia, headache, and seizure however, the customer was able to come to himself and self-treated with novorapid and tresiba (insulin-dose unknown). There was no report of third-party intervention and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported complaint is a login issue with the freestyle librelink app. An investigation was performed and a new account was able to be created. The password was reset and the account logged into the app successfully. The investigation was not able to replicate the complaint. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A login issue was reported with the freestyle librelink. A customer reported not being able to access the freestyle librelink app as he had forgotten the password therefore, he encountered a login issue with a ¿reset password¿ error message. The customer experienced unspecified symptoms of hyperglycemia, headache, and seizure however, the customer was able to come to himself and self-treated with novorapid and tresiba (insulin-dose unknown). There was no report of third-party intervention and no further information was provided. There was no report of death or permanent injury associated with this event.